Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes.

Event description:
It was reported the customer had fifty (50) lvps with dim segments. There was no patient involvement.